Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8590-1, product type: accessory.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen "2000 mcg/ml" (type, lot number, and dose unknown) via an implanted pump for intractable spasticity. The event date was unable to be obtained. The event occurred post-operatively and the old mesh pouch was left in the pocket that was previously infected (refer to manufacturing report # 3004209178-2016-12914 regarding previous infection). The old mesh pouch was surgically removed and the patient was treated for infection with a wound vac. The hcp believed he left part of the old mesh pouch in the old pocket and that had continued to cause an infection. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.